Event description:
It was reported that the patient underwent a revision procedure due tp cylinder protrusion on (B)(6) 2019 with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were removed. Following the procedure the physician transferred the patient to a different hospital due to corpora cavenosa fibrosis. The patient underwent a second revision procedure during the procedure the tissue was so fibrotic that the measurements were shorter than the existing length, and the reservoir was too difficult to removes so the physician left the reservoir implanted. The physician created a different reservoir space and a new ipp cylinder, pump, and reservoir was implanted.

Manufacturer narrative:
Device analysis (cylinder): the returned device was analyzed and the reported allegations of cylinder protrusion, erosion, and scar tissue was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. An investigation conclusion code of known inherent risk of device was chosen, as pain and cylinder protrusion are a known adverse event of the device and are not considered a device malfunction. The product analysis results, and event report provided no objective evidence that would warrant further escalation. Device analysis (pump): the returned device was analyzed and the reported allegations of cylinder protrusion, erosion, and scar tissue was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified a pump malfunction with the returned pump. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to cylinder protrusion on (B)(6) 2019 with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were removed. Following the procedure the physician transferred the patient to a different hospital due to corpora cavenosa fibrosis. The patient underwent a second revision procedure during the procedure the tissue was so fibrotic that the measurements were shorter than the existing length, and the reservoir was too difficult to removes so the physician left the reservoir implanted. The physician created a different reservoir space and a new ipp cylinder, pump, and reservoir was implanted.

Manufacturer narrative:
Additional information: b5 device analysis (cylinder): the returned device was analyzed and the reported allegations of cylinder protrusion, erosion, and scar tissue was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. An investigation conclusion code of known inherent risk of device was chosen, as pain and cylinder protrusion are a known adverse event of the device and are not considered a device malfunction. The product analysis results, and event report provided no objective evidence that would warrant further escalation. Device analysis (pump): the returned device was analyzed and the reported allegations of cylinder protrusion, erosion, and scar tissue was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified a pump malfunction with the returned pump. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to cylinder protrusion, the cylinder was able to be seen at the glans entrance on 04-oct-2019 with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were removed. Following the procedure the physician transferred the patient to a different hospital due to corpora cavenosa fibrosis and cylinder extrusion into the urethra of the glans resulting in patient pain. The patient underwent a second revision procedure during the procedure the tissue was so fibrotic that the measurements were shorter than the existing length, and the reservoir was too difficult to removes so the physician left the reservoir implanted. The physician created a different reservoir space and a new ipp cylinder, pump, and reservoir was implanted.